Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the bard flat mesh (device 2). An additional supplemental emdr was submitted to represent the bard flat mesh (device 1). Note, the manufacturing date (15-aug-2014) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2013 - patient was diagnosed with left inguinal hernia thereby underwent open repair with implant of bard flat mesh (device 1). Per operative notes, ¿an incision was made into the left inguinal region. The hernia sac was dissected out. A bard flat mesh (device 1) was placed into the defect and secure it with sutures.¿ on (B)(6) 2014 ¿ patient was diagnosed with recurrent left inguinal hernia; scar tissue hereby underwent laparoscopic repair with implant of bard flat mesh (device 2) and explant of bard flat mesh (device 1). Per operative notes, ¿an incision was made through old incisional site. The hernia sac was dissected out. The prior (device 1) was identified which was removed entirely. A bard flat mesh (device 2) was placed into the left inguinal floor and secure it with sutures.¿ on (B)(6) 2016 - patient was diagnosed with bilateral inguinal hernias thereby underwent laparoscopic repair with implant of two 3dmax mesh (device 3 ¿ left and device 4 ¿ right). Per operative notes, ¿an infraumbilical incision was made in the prior umbilical hernia scar. Both hernia sacs were dissected out. Two 3dmax mesh (device 3 ¿ left and device 4 ¿ right) was placed into the right and left inguinal floor and secure it with sutures.¿